Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2021-27857.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the tip of the first fiber broke inside the patient. The fiber was replaced, and the case continued with a second fiber; however, it too had the tip break inside the patient. It was indicated that the tips were removed from the patient body; however, the procedure was not completed due to the fibers tip breaking. There were no clinical consequences to the patient. This report is for the first fiber.